Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In 2009, approx one year after a knee arthroplasty, a revision was performed, because both components of the tibia and femur detached from the bone cement.